Event description:
During robotic nephrectomy, grounding pad alerted red on robot towel when md attempted to use cautery. The grounding pad was properly adhered to patient. Different brand grounding pad was then used without issue. No harm to patient.